Event description:
It was reported that after a surgical procedure, it was noted that a broken bur was stuck in the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The quality investigation is complete.